Event description:
Pt had closure of their pfo in 2004 due to cerebrovascular accident. The pt developed progressive pericardial effusion and required open drainage. Drainage was completed without incidents and the pt recovered nicely. Prior to the drainage procedure, x-ray showed proper placement of the device. Follow-up voice mail from the dr confirmed the source of the case was not device related, but was related to excessive manipulation of the wire or catheter in the left atrium. The pt had two follow-up visits since the procedure, the first in 5/2004 and the second in three weeks. It was noted the pt was recovering nicely. A follow-up inquiry in 7/2004 revealed the pt was permitted to work beginning in 6/2004 for 20 hours per week, lifting no more than twenty (20) pounds and may return without any restrictions, beginning in 7/2004.